Event description:
It was reported that the patient experienced sustained hyperglycemia after running out of insulin, performing a full supply change, and eating a burger meal prior to restoring insulin; glucose was reported high on cgm with a manual fingerstick of 581 mg/dl, and the ilet was subsequently paused while the patient administered multiple doses of fast-acting insulin as backup therapy, after which glucose declined to 179 mg/dl. The event involved user operation and was associated with the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial